Event description:
End user reports he feels like he got a defected batch. He said in his latest (B)(6) order all his catheters he has used so far (has used 48 so far / 52 unused so far from 1 box) feel like they have a ¿sharpness or bur¿ right on the end/ tip area. He can feel it on the catheter with his fingers too. He said he knows right away with initial insertion if they feel like they are scratching him internally. He said he has gotten cut in urethra with use and bled 3-4 x so far because of this. The bleeding stopped on it¿s own each time. He did not need to seek medical intervention. He is taking blood thinners for his heart he said. Consumer is a 75 yr old male, caths 3 a day and has used this product for a long time now with no concerns.

Manufacturer narrative:
Device 27 of 48. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. The batch record review indicates no discrepancies. Based on the investigation results the issue is considered to be isolated. This issue will be monitored through the post market product monitoring review process, (B)(4). This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.